Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient was taken to surgery, where the anesthesiology team performed a catheterization of the right radial artery using a 20-gauge radial catheter. According to the nursing note from (B)(6) 2026 at 09:01, a call from the patient was attended regarding pain at the insertion site of the left arterial line. Upon evaluation of the limb, signs of hypoperfusion, delayed capillary refill, and coldness were observed from the palm of the hand to the elbow; these findings were immediately reported to the charge nurse and the physician on duty. At 11:14 on the same day, the art". The device was replaced. The patient's current condition is reported as "fine".